Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed. The a-rubber was observed with damage (cut) and a leak from the damaged a-rubber was observed. In addition, the bending section was observed broken with metal exposed. Based on the results of the device evaluation and similar reported complaints, the likely cause of the reported event can be attributed to user handling or technique. The device instructions for use contains the following warning and caution statements: warning: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ caution: ¿do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿

Event description:
A user facility reported to olympus that their scope failed the leak test during reprocessing. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. The DHR for the subject device was reviewed and showed the product met all specifications upon release. The legal manufacturer determined, based on similar reported complaints, that the likely cause of the reported event can be attributed to user handling or technique. The instructions for use contains the following statement: caution: "do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged."